Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. The device passed all the functional tests. It was observed that the auxiliary power supply would not charge the device. Due to power supply pcb being unavailable, the device cannot be repaired. The device was subsequently decommissioned. A clinical review of this case was performed. The device did not experience a malfunction and did not contribute to the patient's outcome. A review of the electronic records shows that the device appropriately advises a shock, but the charge is dumped due to the user pressing the wrong button.

Event description:
The customer contacted stryker to report that their device did non deliver shock during an intervention. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section b1 and h1 have been changed.

Event description:
The customer contacted stryker to report that their device did non deliver shock during an intervention. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section b1 and h1 have been changed. The clinical review concludes that the reported issue is solely attributable to user error and that no device performance malfunction was identified. At device time 10:50:42, the patient converted to ventricular tachycardia, during which an implantable device delivered multiple therapies. Twenty-nine seconds later, the patient progressed to ventricular fibrillation. The user switched to paddles 11 seconds after the onset of ventricular fibrillation and initiated rhythm analysis 40 seconds thereafter. The device appropriately advised a shock; however, the charge was not delivered, as it was dumped due to user pressing the knob button. As described in the operating instructions (oi): ¿if the shock button is not pressed within 60 seconds, or the speed dial is used to cancel charging, the defibrillator disarms and a disarming message is displayed.¿ this behavior is consistent with the device design. A low battery notification was also displayed during use. Subsequent analyses (second and third) again correctly identified a shockable rhythm and advised defibrillation. In both instances, the charge was not delivered because the analyze function was reactivated, which interrupts the charging sequence and initiates a new rhythm analysis. During the fourth analysis, a shock was again advised; however, the charge was manually cancelled via the knob control. Overall, the key logs indicate that the user never pressed the shock button during the event. No cardiopulmonary resuscitation (CPR) was performed during the approximately 8-minute period in which the patient remained in ventricular tachycardia/ventricular fibrillation. High-quality CPR is a fundamental component of basic life support (bls) and advanced cardiovascular life support (acls), supporting perfusion during cardiac arrest and improving the likelihood of successful defibrillation. Additionally, the customer-reported incident (datix) indicated that the user ¿did not know the correct course of action¿ and recommended additional refresher training. The device, when used in AED mode, provides clear prompts consistent with established acls protocols. Based on the available data, the device functioned as intended, and there is no evidence to suggest that device performance contributed to the patient outcome.

Event description:
The customer contacted stryker to report that their device did non deliver shock during an intervention. The patient associated with the reported event did not survive.